Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor overheating) has been confirmed. As received the monitor was unable to pass incoming functionality testing. Upon investigation the monitor was drawing excessive current. The cause for the failure was isolated to a shorted u6 voltage converter on the computer/analog board. The root cause for the defective u6 voltage converter could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was overheating.